Event description:
It was reported that after sampling patient for covid with a bd¿ eswab collection kit, flexible minitip tube broke and liquid splashed on nurses face. Nurse was sent to health care facility for disinfection. Patient will be re-sampled. The following information was provided by the initial reporter, translated from french to english: after performing covid test, pin put in tube, bending pin at the ... By leaning on the edge of the tube and at the moment of breaking, the part located in the tube comes out and is expelled from the tube and touches the face of the nurse before falling on the floor. Handling redone at "...", in fact the sampling pin compressed in the tube comes out and is expelled from the tube. Current state of the patient : - risk of contamination for the medical staff - covid sampling to be redone.

Manufacturer narrative:
H6: investigation summary this memo serves to summarize findings on product 220532 (swab collection kit flexible mini), lot number unknown, where it was observed that the swab shaft was expelled from the tube. " after performing covid test, pin put in tube, bending pin at the ... By leaning on the edge of the tube and at the moment of breaking, the part located in the tube comes out and is expelled from the tube and touches the face of the nurse before falling on the floor.¿ a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. No device history record review could be performed as a batch number wasn't provided. No photos or returns were available. An inspection of the retention samples cannot be completed as no batch number was given. Based on the investigation, this complaint cannot be confirmed for a defect. There is no systemic failure in the manufacturing process. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending. Based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after sampling patient for covid with a bd¿ eswab collection kit, flexible minitip tube broke and liquid splashed on nurses face. Nurse was sent to health care facility for disinfection. Patient will be re-sampled. The following information was provided by the initial reporter, translated from (B)(6) to english: after performing covid test, pin put in tube, bending pin at the ... By leaning on the edge of the tube and at the moment of breaking, the part located in the tube comes out and is expelled from the tube and touches the face of the nurse before falling on the floor. Handling redone at "...", in fact the sampling pin compressed in the tube comes out and is expelled from the tube. Current state of the patient: risk of contamination for the medical staff - covid sampling to be redone.